Event description:
From staff: patient had an emergent egd. A bite block was inserted by the scrub rn at the beginning of the procedure. At the end of the procedure, the crna removed the bite block and one of the patient's left bottom teeth fell out. The patient was missing other teeth along the bottom, a chest x-ray was ordered in pacu to make sure no other teeth had come out during the procedure and gone down into his lungs. No foreign body identified on x-ray.